Event description:
The customer contacted philips to inquire as to how the monitor tracks pacing on patients, as they were experiencing discrepancies for a particular pt.

Manufacturer narrative:
The customer contacted philips to inquire as to how the monitor tracks pacing on patients as they were experiencing discrepancies for a particular pt who was having pacemaker implantation surgery. Based on the available info, philips cannot confirm a malfunction of our monitor. Philips is in the process of obtaining add'l info regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4).